Manufacturer narrative:
The device was returned and evaluated. Additional findings include; due to wear of switch one, water tightness was lost. Air/water cylinder and suction cylinder had no color. There was a scratch on the forceps channel, plug unit, and connecting tube. Due to wear of angle wire, the play of up/down knob was out of the standard value. Plastic distal end cover was deformed. Adhesive on the bending section cover was detached. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation that there were foreign objects in the air/water tube and cylinder of the videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be removed because reprocessing could not be conducted properly due to leakage at switch 1. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.